Manufacturer narrative:
H10 h3, h6: the reported clear trac complete hip cannula intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, a piece of the cannula broke off during use and was removed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during the hip scope procedure, a piece of the device broke down and fell inside the patient. The piece was removed. No delay or patient injuries were reported. No backup was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.